Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nose irritation, kidney disease/toxicity. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nose irritation, kidney disease/toxicity. Medical intervention was not specified. The device was returned to the manufacturer's product investigation laboratory for investigation. During the evaluation, product investigation laboratory used a fitt (foam integrity test tool) and the associated procedure ER 2245460 v01 and was not able to confirm the presence of degraded sound abatement foam. During the investigation technician observed 0 errors logged. Product investigation laboratory was unable to get care orchestrator information from device. Unknown red contaminates on the therapy button. Black contamination, consistent with keratin, at the air outlet of the blower box, consistent with ER 2243857 v01. Product investigation laboratory can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam in the secondary findings and were most likely from an external source. Product investigation laboratory was not able to confirm the complaint or address the symptoms specified.